Event description:
During the use of a safety scalpel blade cartridge; a portion of the plastic sheath separated from the device and fell into the wound. The incident occurred during a surgical procedure on the knee. The cartridge was loaded onto the handle, the safety tab was pulled away. The safety sheath was pulled back and the scalpel was handed to the surgeon without incident. When the surgeon pressed the blade against the meniscus tissue, the cartridge separated and one half of the cartridge fell into the surgical wound. The breakage of the device and the piece that fell into the wound was immediately seen by the surgical staff and the broken piece was retrieved from the surgical site using forceps. The suspect device was the second of three devices used in the procedure. The first and third device were used without incident.

Manufacturer narrative:
Review of batch record and mfg process for root cause of failure. Inspection of stock and in process inventory for substantiation of complaint.